Event description:
The customer reported that the system failed during a case and displayed an x-ray disabled error message. This error message prevents the system from producing x-ray. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board was replaced. The system was then found to be operating as intended.